Event description:
It was reported that, during a navio tka procedure, upon commencement of the tibial mapping (free point collection) it was found the atlas model had no shading and was completely mapped high confidence mesh yellow. They activated the green free collection points to cross reference atlas model. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
The navio surgical system au, part number npfs02070, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient case screenshots confirms the customer allegation: the entire tibia was collected as a high-confidence mesh after the surgeon only collected a few points. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the device associated with the complaint is returned, this complaint will be reopened, the device will be evaluated and results inputted into the record. G1: address updated h6: update codes.